Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. As a preventive measure, the instruction manual has directions for pre-procedure device inspection, including visual and tactile inspection, and functional exercise of the basket opening and closing. There are warnings and cautions for avoiding mechanical damage: ¿never use excessive force to operate the instrument and bml handle. This could damage the instrument and/or bml handle.¿ ¿do not insert the instrument into the endoscope if the basket is not completely retracted into the insertion portion. The distal end of the insertion portion may extend from the distal end of the endoscope tip abruptly.¿ and if using a guidewire, ¿insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip¿be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire¿ this may damage the distal tip.¿ the instruction manual also states that the device should be used only with compatible olympus endoscopes and guidewires meeting specifications. The procedure was completed with a spare device, in accordance with instruction manual recommendation to ¿always have a spare instrument and bml handle available.¿

Event description:
Olympus was informed via medwatch report # (B)(4) that during a therapeutic flexible sigmoidoscopy, the tip of the device broke off in the duodenum region near the cystic duct, and was retrieved using a basket reusable grasper. There was no reported patient injury. No difficulties or resistance were reported beforehand in inserting the device into the scope, operating the device, or navigating tissue. The procedure was completed using a similar device from a different lot. The device and the unknown model scope also used in the procedure had been inspected prior to use, with no anomalies found.